Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of the same model. The reason for the replacement was reported as after initial implant, an echocardiogram discovered paravalvular leak or a cuff leak near the left stent post. It was reported that the valve sizer was used for sizing and both the barrel and replica end of the sizer were used. The replica end of the sizer was used to select the size of the implanted valve and the annulus was not felt to be between two different valve sizes. It was stated that the body surface area (bsa) chart indicated a larger valve was need than what was sized for this patient, a root enlargement was not performed and pledgets were used. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.